Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included rheumatoid arthritis, uterine enlargement, gerd and hypertension. Concomitant products included omeprazole from july 2012 to october 2017, sumatriptan (imitrex) from july 2012 to september 2013 and topiramate (topamax) from july 2012 to september 2013. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced headache ("headaches/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy and irregular vaginal bleeding with spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), fatigue ("fatigue"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and anaemia ("anemia"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain-hips, ankle, feet"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), dental caries ("tooth decay") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic, assisted vaginal hystectomy with left salpingoophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia was resolving, the genital haemorrhage, headache and fatigue had resolved and the rash, dental caries, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dysfunctional uterine bleeding and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, arthralgia, dental caries, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, dysfunctional uterine bleeding, menorrhagia, anemia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), pain and fatigue, joint pain, abnormal bleeding were added. Patient's medical history was added. Patient's concomitant medications added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "stated the right tube was large and had to implant two coils" on (B)(6) 2010, device difficult to use "complications or problems that occurred at the time of your essure placement procedure-missed the left coil the first time and had to re-do implantation" on (B)(6) 2010 and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included cesarean section. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included rheumatoid arthritis, uterine enlargement, gerd, hypertension and uterine bleeding. Concomitant products included omeprazole from (B)(6) 2012 to (B)(6) 2017, sumatriptan (imitrex) from (B)(6) 2012 to (B)(6) 2013 and topiramate (topamax) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), headache ("headaches/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy and irregular vaginal bleeding with spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), fatigue ("fatigue") and anaemia ("anemia"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain-hips, ankle, feet") and pain in extremity ("joint pain-hips, ankle, feet"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rash"), dental caries ("tooth decay") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic, assisted vaginal hystectomy with left salpingoophoresctomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia was resolving, the genital haemorrhage, headache and fatigue had resolved and the dysfunctional uterine bleeding, rash, dental caries, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, anaemia and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, anaemia, arthralgia, dental caries, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: essure implant was placed first on the left side and after deployment of the device, 2 coils were visible protruding from the tubal ostia. In a similar fashion, the right tubal ostium was visualized. The essure implant was deployed within the right fallopian tube with four coils visible from the tubal ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, dysfunctional uterine bleeding, menorrhagia, anemia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: event stated the right tube was large and had to implant two coils, complications or problems that occurred at the time of your essure placement procedure-missed the left coil the first time and had to re-do implantation, joint pain-hips, ankle, feet were added. Concomitant history added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), headache ("headaches"), dental caries ("tooth decay") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, rash, headache, dental caries and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dental caries, genital haemorrhage, headache, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.